Manufacturer narrative:
Patient/device codes: corrected data.

Manufacturer narrative:
Approximate age of device -- 3 months, 21 days. Manufacturer's investigation conclusion: upon evaluation of heartmate ii lvas, serial number: (B)(4) after the patient was transplanted, thrombus formations were found within the device. A specific cause for the observed thrombus formations could not be conclusively determined through this evaluation. (B)(4) was returned assembled with the driveline (dl) severed approximately 0.5¿ from the pump housing. The distal portion of the driveline was not returned. The inlet elbow and sealed inflow conduit flex section were returned attached to the pump¿s inlet port. The sealed inflow conduit flex section was severed medially, with the inlet tube secured to the proximal half. The apical sewing ring was returned secured to the inlet tube with green sutures. The sealed outflow conduit (outlet elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Examination of the inlet tube revealed a red, tissue-like deposition which occluded approximately 50% of the distal end of the inlet tube. The deposition appeared acute but was partially frozen. Although the origin and duration of time for which the deposition was present in this area cannot be conclusively determined, the lack of denaturation and laminated layering suggest that it was not present in this location for an extended period of time while the pump was operating. Upon disassembly of the pump body, examination of the proximal-side of the outlet stator revealed a non-laminated, tissue-like deposition adhered around the outlet bearing ball/cup. The structure of the deposition and lack of laminated layering suggests that it did not form in this location. Although the origin of the deposition cannot be conclusively determined, the presence of circumferential contact marks on the distal end of the rotor suggest that this deposition was present in the outlet stator for an undetermined period of time while the pump was operating. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent a heart transplant on (B)(6) 2019. During evaluation of the returned pump, thrombus formations were discovered.